Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect device component will be reworked however, no return good authorization (rga) has been requested by the customer for the suspect device component. At this time, vyaire medical has not received the suspect device component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported during set up of the device off patient use, the ventilator device displays the extended high peak pressure alarm and did not reset on start up. The customer also reported that the expiratory pressure transducer would not calibrate, which resulted in a device inoperative condition. No known or reported patient involvement with this event.